Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the x15 torque wrench [product code: 2770-40-510, lot number: e0410] was not returned to the complaint handling unit (chu). Instead, the sample was returned to 5 star for rework and recalibration. The sample is not expected to be returned at this time. A review of the receiving inspection (ri) for x15 torque wrench was conducted. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. This device was released accomplishing all quality requirements. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting per procedure 103393127. Without the device, we are unable to confirm the reported issue or identify the root cause. No corrective and preventive action (CAPA) is necessary at this time as no issues could be identified in the manufacturing or release of this product. Therefore, this complaint will be closed with no further action required. If more information and/or the complaint sample become available at a later date, the complaint will be reopened, and the product will be evaluated. Device history review ==> the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the torque wrench [product code: 2770-40-510, lot number: e0410] was not returned to the complaint handling unit (chu). Instead, the sample was returned to 5 star for rework and recalibration. Five star surgical, inc has performed the torsional test for the torque wrench and provided the results to the complaints handling unit. Torque wrench was tested at 60 in*lbf, 80 in*lbf and 100 in*lbf torque setting points on a torque meter (gage ID#: 78862). Six readings were recorded at each print specifications. It was found to be consistently within the specification limit for all three parameters. A review of the receiving inspection (ri) for torque wrench was conducted. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. This device was released accomplishing all quality requirements. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The investigation could not verify or identify any evidence of the device contribution to the reported problem. It is not suspected that the device failed to meet specifications. No corrective action/preventive action (CAPA) is necessary now as no issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Phone number extension: (B)(6). Initial reporter is a company employee the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, two torque wrenches failed calibration during reverse logistics audit of returned device at millstone. There was no patient involvement and no additional information is available. This report is for a torque wrench. This is report 2 of 2 for (B)(4).